Manufacturer narrative:
The equipment was examined and it was determined that the biopsy channel had been punctured, apparently by an instrument, allowing fluid to remain in the device following reprocessing.

Event description:
It was reported that fluid leaked from the gastroscope during a case. The patient was exposed to the fluid but no adverse health consequences resulted.